Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (b)(6onetouch ultramini meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation and additional information obtained during a follow-up call made to the patient from the csr. The patient could not remember the date/time that the alleged product issue began. The patient stated that due to the alleged product issue, she borrowed her neighbour's device to measure her blood glucose. The patient manages her diabetes with oral diabetes medications with diet and/or exercise. The patient stated that she has taken exercise for the last 2 years. The patient claimed to have developed the symptoms of "dizzy, blurry vision and drowsy" prior to (B)(6) 2015 (time not remembered) after the alleged product issue began. The patient stated that she obtained blood glucose results of "280 mg/dl" then two days later a result of "78 mg/dl" (dates/times not provided). The patient stated that she visited her doctor's office on (B)(6) 2015 at 5:00pm where she received hcp treatment of IV glucose to stabilise her blood glucose. The patient stated that her blood glucose was tested using a doctor/clinic device on (B)(6) 2015 at 5:00pm, and the result obtained was "78 mg/dl". At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time, there was no indication of product misuse, the meter did not turn on when the power button was pressed, based on information provided, the battery did not need replaced, the alleged issue could not be resolved with training, the meter did not turn on when a new test strip was inserted and the correct test strips were being used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "blurry vision" and she received hcp treatment after the alleged product issue began. The symptom and treatment meet lifescan's criteria for a serious injury.